Manufacturer narrative:
1. Summary of investigation results: as no sample material was available for investigation, the cause of the event could not be determined. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the sample was requested for investigation; however, the sample was not provided.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the sample was requested for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter complained of a discrepant high result for 1 patient tested for elecsys tsh on a cobas pro ssu analyzer. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.